Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported stimulation in an undesired location. The patient had the implant to have pain coverage for her stomach. The patient had pain down the left side of her leg on (B)(6) 2015 (three days prior to this report). If the patient turned the stimulation down, the leg pain went away, but her stomach pain came back. There were no trauma or falls related to the issue. The patient's indications for use included non-malignant pain. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.